Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Device evaluation: visual analysis of the returned device identified one extended opening, creases and red particles material was found on the shell. A weight test of the device was completed and the device was determine to be underweight. A microscopic analysis was performed which identified one extended opening(striated). Based on the device analysis, the final assessment is one extended opening(striated) assessed as surgical damage.

Event description:
Physician reported left side rupture.

Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reports rupture. Device was explanted. Affected side unknown.